Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak was identified during a blood cell transfusion. The information received indicates that the child was administered a dose of IV antibiotics and had blood cultures done.